Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that bubbles occurred during fluid exchange making it difficult to perform procedure. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed. This is the fourth complaint for the finished goods lot; however, it is the first complaint for this issue for this lot. The device history record shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated console representing the current software version was used to test the sample. The ball in the drip chamber¿s check valve moved freely per specification. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The sample could prime and pass iop calibration successfully. No anomalies were observed during priming. Fluid flowed from the saline bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. No bubble was observed in various settings in all vitrectomy submodes. No message code appeared on the screen. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).